Event description:
While checking the isolation monitor (lim) a facility staff member noticed the unit was in alarm and the meter indication at maximum. He isolated the circuit that was causing the alarm and shut that breaker off. Cath lab staff was requesting use of the room even though the isolation panel was alarming. Fault was caused by the power unit for an acist injector. When staff had been cleaning up after their previous case, the fluid bag that has been used with the injector came 'un-spiked' and fluid spilled on the power unit located directly below on the floor. Fluid infiltrated the power unit rendering it non-operational and caused the line isolation fault. Visual inspection inside the power unit revealed dried solution in several locations indicating that this is not necessarily the first time liquid has infiltrated the compartment. No patient was being treated at the time.======================manufacturer response for injector, (brand not provided).======================problem was result of operator abuse. Power unit is being repaired and returned to us.